Event description:
A malfunction alarm, indicated by code malf 9, was reported by the customer. There was no reported adverse impact on the customer¿s blood glucose level. Customer service provided instructions for resetting the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and report if the issue recurred.